Event description:
The customer reported that her blood glucose level was running over 600 mg/dl. The infusion set's cannula was bent. In the alarm history a no delivery alarm was found. The up and down arrow buttons were unresponsive. Sometimes the buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The arrow buttons were unresponsive due to flattened button dome switches. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.